Event description:
It was reported that a pta balloon dilatation catheter would not deflate after the first inflation to 8atm was performed. Reportedly, the physician then pulled back on the catheter and applied negative pressure using an endoflator and was able to deflate the pta balloon in approx 3-4 minutes. Once deflated, the pta balloon catheter was removed from the pt without further incident. No further treatment was performed. No report of injury to the pt.

Manufacturer narrative:
The lot number was provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The device has been returned to the MFR for eval. The investigation is currently underway.